Event description:
It was reported the patients wound is healing properly and the infection has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patients infection continued. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein all devices were explanted. No devices remain in the patient.

Event description:
Additional information was received indicating the infection issue remains ongoing. Additional surgery may be pending.

Event description:
Related manufacturer reference number:3006705815-2022-00261. It was reported the patients infection had spread to the ipg incision site. A swab at the incision site was taken to confirm mrsa positive. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced and the site was washed out. The infection is being treated via oral antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patient's midline incision opened up resulting in an infection. As a result, vancomyacin powder and irrigation was given to address the issue.